Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no impact to the customer¿s blood glucose. Reportedly, the pump was reset and the cartridge was reloaded to resolve the issue.